Manufacturer narrative:
Patient's gender was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-00680.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-00680. It was reported the patient experienced lead migration. In turn, one of the patient's lead was pulled out of the skin. Reportedly, the patient is receiving stimulation with the lead that remained implanted. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-00680.